Manufacturer narrative:
Additional device product codes: kwp;kwq;mnh;mni;osh. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, a patient was treated with exp verse due to a deformation of the spine from t4-l4. During the first part correction a rod was placed at the lower part and the screws were fixated with a verse correction key through which a mono-axiality was created. The verse correction keys were not tightened with a torque limited but only tightened softly by hand to normal soften tightening of the rod without final locking. After loosening the verse correction keys the mono-axiality was not revoked and the mono-block continued to exist. No de-rotation was performed until then. The l4 exp verse 7mm pedicle screw broke through and all screws needed to be replaced with bigger screws as the pedicle fracturing caused all 4 screws become locked mono-axial characteristics after removing the temporary rod. There was surgical delay of forty (40) minutes due to the reported event. Procedure was completed successfully. This report is for one (1) 5.5 exp verse screw 6.0 x 50. This is report 5 of 5 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the 5.5 exp verse screw 5.0 x 50 (p/n: 199721550, lot number: 239163) was received at us cq. Visual inspection of the complaint device showed that the screw shank (part#: 887046427) was not able to rotate around the screw head (part#: 887042533) which is expected per the design of the device after it has been used. Functional test: a functional assessment was not performed with the complaint device since the applicable mating component(s) were not returned. Dimensional inspection: no dimensional inspection was performed due to requiring destruction of the device, and device assembly and geometry limits ability to accurately dimensionally inspect document/specification review: based on the date of the release to the warehouse the relevant current and manufactured drawings were reviewed. No design issues or discrepancies were identified. Investigation conclusion: the overall complaint could not be confirmed as the device that was returned showed the screw shank stuck and unable to rotate around the screw head; this condition is expected per design of the device and unlocking the screw would require the use of correction key. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities., h3, h4, h6: a device history record (DHR) review was conducted: the DHR of product code 199721550, lot 239163, was reviewed and no non-conformances were observed during the manufacturing process. The product was released on april 10, 2019. Qty. 60. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: lot number.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: h3, h6: a photo investigation was completed: the device was not returned. A photo-investigation was performed on the provided images. A functional issue nor damaged correction key could not be confirmed with the provided images. No other product issues were observed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The complaint was not confirmed during investigation. No device malfunction, damage, or defect was noted during investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.